Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately ten weeks after an intraocular lens (iol) implant procedure, the lens was exchanged for another lens due to an unexpected refractive error that caused the patient poor vision. Additional information has been requested.